Event description:
It was reported the rigid video laparoscope presented partial no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, the coverglass of the insertion section is cracked, the outer tube had a dent and therefore the parts were not disreassemable, the charged coupled device had a kink and therefore the parts were not disreassemable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore the image was not displayed. Additionally the outer tube had a dent and therefore the parts were not disreassemable, the charged coupled device had a kink and therefore the parts were not disreassemable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.